Manufacturer narrative:
Medtronic received additional information that after implant of the 34mm annuloplasty ring, mild to moderate mitral regurgitation was noted. Bypass was re-initiated and the valve was fully replaced with a 31mm non-medtronic valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm annuloplasty ring, the ring was explanted and replaced with a 31 mm non-medtronic product. The reason for explant is unknown. No additional adverse patient effects were reported.